Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 37 mg/dl; cause was unknown. Reportedly, the contact awoke the customer and gave the customer sugar to treat bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values below 54 mg/dl were recorded by continuous glucose monitor (cgm) on (B)(6) 2019. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. User made bolus requests while still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.